Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was cracked, creating an insecure connection with the monitor. The root cause for the cracked connector was excessive force. There was no adverse event that resulted from the damaged belt.